Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they went to the ER last night because they thought they were having a heart attack, but it was actually the stimulation. When stim was turned off, the pain went away. They said yesterday they developed pain at the right chest that went to their shoulder, then the back, skipped the buttocks, then down the below the knee. After that the patient experienced "cramping" at the fingers and toes and felt "extremely cold." Patient denied any falls or trauma to the area prior to this event. Patient mentioned they've experienced "short little spells" in the past where they would feel brief pain from the left to right chest they believed to be from stim, but that it always went away. When asked for event date, patient stated, "I can't tell you because I just kind of tried to get rid of them." Patient said one of those spells put them in a nursing home because the pain went from their shoulder to their back and they couldn't take care of themselves. Patient stated they have an appointment with managing hcp on (B)(6) 2026. Agent suggested continuing to leave therapy off until that time and also to call and notify the office of the event to see if they could get patient in any earlier. Patient plans to do this. Additional information was received on 2026-jan-27, the hcp stated they don't believe the ins caused the chest and back pain. They stated they would offer to remove/replace the device or turn it off. Additional information was received from a patient. They reported that the doctor said when they took the previous device out they didn't see any of the wires cracked and they were not sure what made it malfunction and shock them. Patient returned a call from pic program and they brought up their previous device was shocking them; once they thought they were having a heart attack and they were in 10.5 hours of pain at the screaming level. Patient said they have fibromyalgia and the actual pain where the pain is coming from has trigger spots where it goes from their left breast over to their right shoulder, into their shoulder blade and cross back over towards the left side again. Patient mentioned that they have had little twinges before but they were able to just go sit down and sit there for a while and not move or do anything for a little while and breathe a lot. Patient also stated that their blood pressure had been high and they didn't know if they were doing anything when it happened and they were given some medicine to help bring that down a little bit. Patient was having a lot of nausea, they couldn't even drive their car for about 5 minutes so they said they were going off all of this medicine because they had taken 5-6 different medicines with stuff going on with them and the side effect possible side effect was dizziness and nauseation. Agent documented reported info. No further action was taken by patient services (ps).